Event description:
Pt presented with a distal spa aneurysm with stenosis proximal to the aneurysm. The physician had difficulty advancing and positioning the device due to the condition of the vessel. The device was withdrawn from the introducer sheath. After ballooning the vessel, a 2nd attempt was made to advance the device. However, the device had difficulty tracking over the .025 wire. The physician was finally able to position the device into the aneurysm sac. The deployment knob was pulled and the deployment string immediately broke. The string was able to be retrieved and the deployment was again resumed. Toward the end of the deployment, the string broke again and full deployment could not be achieved. The pt was immediately transferred to surgery where the sheath and catheter were removed. The physician then converted to a femoral-popliteal bypass procedure. The pt's condition was stable following the procedure.